Event description:
It was reported by the patient's mother that the patient went to the doctor for an issue unrelated to the vns and noticed that the patient's heart rate was very fast as it was measured at 147 beats per minute. When a physician measured the patient's heart manually it was found around 100 beats per minute. The patient's mother was concerned so she took her daughter to the ER and when they checked her heart rate it was found to be normal. The patient replaced the vns generator on (B)(6) 2013 as she was scheduled for a vns generator replacement before the reported incident. Attempts to contact the patient's physician and to return the explanted product have been unsuccessful to date. Additional attempts to contact the physician and to return the explanted products are underway.

Event description:
Attempts to contact the physician have been unsuccessful to date. The generator was returned to the manufacturer on (B)(6) 2013. A return product form was received in (B)(6) 2013 stating that the generator was explanted due to end of service and a replacement was implanted.

Event description:
Product analysis on the explanted vns generator was performed and was found at end of service. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.